Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, blank display, battery out limit and button error from the insulin pump. The customer's blood glucose reading was 530 mg/dl. The customer treated with the pump. The customer stated that the act button is not responding. The customer mentioned that the pump alarmed battery out limit after battery change. The customer was unable to check basal rates for accuracy. The customer's blood glucose was 300 mg/dl in the morning.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pup was received with normal operating currents and no unexpected off no power alarm, low battery alarm or battery out limit alarm or blank display noted. All of the buttons functioned properly and no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.